Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 5 to 10 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.